Manufacturer narrative:
The guide wire was returned to csi for analysis and a fracture was located 330cm from the proximal end. Scanning electron microscopy (sem) analysis of the fractured face shows evidence of torsional failure. This damage is consistent when extreme and/or abnormal stress condition exist in the fractured location, although,the exact root cause was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6 investigation conclusion code 22: the stealth 360® peripheral orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system.

Event description:
A stealth 360 peripheral orbital atherectomy device was used for treatment of the popliteal artery, tibioperoneal trunk (tpt), and peroneal artery. One treatment on low speed was performed in three treatment segments. The oad and tip of the driveshaft remained greater than 100mm from the spring tip. During oad removal, the oad pulled the viperwire advance guide wire out of position. Post oad treatment, a jade balloon was used in the popliteal and a non-csi balloon was used in the tpt and peroneal. Upon removal of the balloon, the spring tip was noted to be separated from the body of the viperwire. The remaining viperwire was exchanged for a non-csi wire. Additional interventions were made with non-csi devices. Angiographic imaging was observed, and a perforation was noted in the distal external iliac/proximal common femoral artery (cfa). Balloon tamponade was unsuccessful. Three covered stents were placed in the distal external iliac/proximal cfa with resolution of contrast extravasation. The viperwire spring tip remained in the distal peroneal. The patient was transferred to the hospital for further testing and monitoring. The patient was in stable condition.